Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The user's claim of complete image loss could not be duplicated; however, the image was found to flicker intermittently after several hours of testing the device. There was a slight fluid stain and residue that were observed in the electrical connector mouthpiece and burndy pins indicative of fluid contamination. The difficulty was isolated to the electrical connector as the device worked appropriately when a temporary electrical connector was attached. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a procedure the video image turned completely black. The device was withdrawn from the patient and a different, but similar device was used to complete the procedure. There was no patient injury reported. The device referenced in this report was not returned to olympus for investigation. The facility has been contacted for add'l info regarding this report, but to no avail. According to the change nurse in the facility, the rptr of this report was no longer with the company. Therefore, olympus cannot determine what caused the user's experience at this time. However, if add'l info becomes available at a later date, a supplemental report will follow.